Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on (B)(6) 2017 that the PICC was cracked at the white hub, as revealed when it was flushed on insertion. It was reported that the PICC had to be removed from the patient and a new PICC inserted for inotropes and antibiotics resulting in an unnecessary procedure and increased risk of infection.